Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If in your possession, may we have a copy of your operative report? We do not have a copy of operative report at this time. It may be possible I can get that. In the event I get the report, it will have to be mailed to you since I do not know much about the computer, etc. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Yes, ethicon has permission to contact the surgeon. If so, please provide your surgeon¿s name and contact information on the attached form and fill out the attached consent form? Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure to remove drain piece? Were there any anomalies with the drain: appearance, damage or function prior to use? Where was the drain secured? How was the drain secured? Were any issues noted with the drain during use? Lot number of drain? Patient¿s current status? What is the surgeon¿s opinion of the event on the patient consequences? No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an open heart surgery on (B)(6) 2021 and a drain was used. When the drain tube was removed, it broke off leaving a 9.88 inch drain tube underneath the patient's heart and going over his diaphragm. Patient had to have additional surgery to have the tube removed after he recovered from his open heart surgery. Additional information has been requested.